Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a missing segments issue with his one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified day "3-4 weeks" prior to contacting lfs. He stated that he manages his diabetes with insulin (self adjuster) and due to the alleged issue he denied making any changes to his usual treatment. On an unknown day after the alleged issue started, he claimed he felt "shaky and sweaty". The patient denied receiving any form of medical treatment due to the alleged issue. During the initial call with customer service, the agent noted that there was no information of misuse of the device and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.